Manufacturer narrative:
Rhee tm, et al., ¿predictors and long-term clinical outcome of longitudinal stent deformation insights from pooled analysis of korean multicenter drug-eluting stent cohort,¿ circulation. Cardiovascular interventions 2017: 10(11). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MDR# 2134265-2017-12137, 2134265-2017-12138, 2134265-2017-12139, 2134265-2017-12140, 2134265-2017-12141, 2134265-2017-12142, 2134265-2017-12143, and 2134265-2017-12601. It was reported via journal article that post deployment longitudinal stent deformation (lsd) occurred. The diffused target lesion of middle portion of the left anterior descending artery. Following implanting of a 3.5x14mm promus element stent, ivus was performed. The ivus catheter got stuck during withdrawal and an angiographically-overt lsd occurred. Additional post-dilation was done, and the final angiographic image showed a patent stent with timi grade 3 flow. The patient underwent 3-year follow-up without any clinical event.